Manufacturer narrative:
Pump booted up properly once installing aa battery, no blank display was noted, however an unresponsive keypad was confirmed during testing. Unable to perform displacement test, sleep current test, and active current test due to unresponsive keypad. The pump passed the self test. Test p-cap locked properly into the reservoir compartment. Successfully downloaded pump history files and traces using thus software. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump alarmed two pump error 53 alarms on the event date of 06/08/2023 at 12:04:30.000, and 12:05:19.000 (file number: 2005, line number: 5632, esf #: (B)(4)) due to a possible software anomaly. Pump alarmed seven failed battery test alarms on the event date of 06/08/2023 at 08:44:21.000, 11:19:05.000, 12:04:08.000, 12:04:33.000, 12:04:57.000, 12:05:22.000, and12:13:22.000. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: corroded battery tube, corroded battery tube spring, battery cap contact missing, cracked case, scratched case, broken battery tube threads, stained keypad overlay, cracked case (battery tube), cracked case (battery tube), pillowing keypad overlay, and label damage. Cosmetic damage was confirmed at the battery compartment. Unresponsive keypad was confirmed during testing due to moisture damage on the keypad flex connector. Blank display was not confirmed during testing. Moisture damage was confirmed found on the electronic assembly, motor, force sensor, and battery tube. Pump error 53 alarm was noted in the pump history files and traces due to a software anomaly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported a blank display and a stuck button alarm and also noticed a crack at the battery area. Troubleshooting was performed and found that the damage had occurred during normal use with the silicon case on. No harm requiring medical intervention was reported. The customer discontinued using the pump and was returned for product analysis.